Event description:
Patient with single ventricle anatomy/physiology was on a berlin heart-ventricular assist device for 17 months with 9 mm atrial cannula attached to the common atrium and 9 mm composite arterial cannula to the aorta. Patient to operating room for heart transplant. In operating room and upon entering the chest cavity, air was noted in the atrial cannula and eventually within the entire ventricular assist device. The venous cannulas were also filled with air. Patient expired. Post operatively it was discovered that the berlin cannula had separated from the cannula's plastic sutured sewing ring. The suture ring was still sutured in place in the atrium. Cannula also had a small crack at the medial portion of cannula.